Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the user roughly inserted and removed the treatment tool, moving the duodenovideoscope in a way that put a strain on it. As a result, the user pulled out the duodenovideoscope, and found that the distal end cover off into the duodenum when pulled out. The distal end cover was recovered with grasping forceps, completing the procedure. It was noted the recovered cover was torn a little. No patient injury reported. This is related to patient identifier (B)(6) which was reported under MFR. Report number 8010047-2020-02144.

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined, however; olympus obtained information "there was a crack in the center line part of the collected distal cover (the part to be torn when it¿s removed), and the lens cleaner was not used". The most likely causes for the reported phenomenon (distal end cover falling off) is the facility used the device without noticing that there was a crack in the center line part of the head of the cover when attaching it to the scope (the part torn when it¿s removed), and the crack gradually progressed under the load during use and came off. The device history record was unable to be reviewed for this device since the serial number was not provided. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.